Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped and detached adhesive on the bending section cover, the cause was due to some form of stress, such as damage or deterioration of components during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchofibervideoscope was returned to the service center with a report of water leakage, forceps channel pinhole, and distal sheath pinhole. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, chipped and detached adhesive on the bending section cover was found. There was no patient involvement.